Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed air bubbles sometime between the previous night and in the morning. Reportedly, the location of the bubbles was toward the site. Customer was advised to prime until the air was removed.